Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that when the patient was attempting to charge their internal battery, it was at 40% and after two hours it has not gone beyond 70%. It normally takes about 45 min to go from 30-40% to 100%. All seems to be fine on the hand held part. It says "recharging" while flashing and "excellent" connection. If the rep moves the charging pad, it will change to "good" or "poor". The patient was implanted in (B)(6) 2018. The hand held part is at 80% battery, so it's not like that doesn't have enough to charge the internal battery. The patient also reported no falls, jarring, or injuries. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the actual cause was not determined, however when the rep called the patient and walked her through recharging on the phone, in her words she said the charge level jumped up over the 70% mark as it had always done in the past. One of the things the rep did not realize when consulting with technical services was if the patient continually looks at the controller while recharging it cannot give the ins the full power capacity to charge versus leaving the main screen blank. When the rep explained this to the patient she said that could have been the issue, but she was unsure. The issue was reported to be resolved. No further information was reported.